Event description:
It was reported that the pt's stimulation starting to fade in and out and then stopped working completely. The device was previously working well. The hcp was unable to interrogate the device which was likely due to complete battery deletion. The previous interrogation report on 8/6/2009 estimated 70.4 months left for 6 hours use/day (the average for the pt) indicating the battery depleted much faster than anticipated. The device was replaced. The pt was having some issues with new device, and had been scheduled at the clinic reprogramming of the device.